Manufacturer narrative:
Concomitant product: d314drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that there had been a lead impedance alert for low impedance on the right atrial (ra) lead. Review of the ra lead threshold trends showed a slightly increasing threshold with increased variability over time. It was also noted that the right ventricular (rv) lead thresholds were consistently varying over time. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited insulation damage and oversensing, resulting in inappropriate mode switching. The lead was reprogrammed, and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.